Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a patient was treated for barrett¿s esophagus (be) and gastric antral vascular ectasia (gave). Gave was associated with iron deficiency anemia. A barrx 90 focal rfa device was used to treat both conditions during the same treatment session. The energy setting during treatment for be was 15j/cm2. No unusual findings were noted endoscopically or from the generator throughout the procedure. After treatment, the patient complained of mild to moderate epigastric pain and developed a fever, both of which resolved with acetaminophen. The patient then developed dysphagia and an upper endoscopy performed approximately four weeks after the initial rfa session showed a stricture of the distal esophagus. The patient received multiple balloon dilation procedures over a three week period, resulting in resolution of dysphagia. Approximately two months after the initial rfa session, a follow-up endoscopy with biopsies showed recurrent be. The patient remains asymptomatic and the physician is considering additional ablation therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.